Manufacturer narrative:
(B)(4).

Event description:
The foreign distributor ((B)(6)) reported a leakage issue with the mps disposable delivery set from one of their customers. The hospital reported a leakage originating at the connection between the arrest agent cassette and the heat exchanger. It was reported that the hospital staff attempted to tighten the connector at that joint; however, the alleged leakage of arrest agent continued. It was reported that the disposable set was used for the entire procedure with no impact to the patient. There was no patient complication reported as a result of the alleged events. The lot number of the device was not known. The device was returned to the manufacturer for analysis.